Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, multiple pause episodes indicative of undersensing were exhibited by the implantable cardiac monitor. No symptoms were associated with the pauses. No intervention was performed. The patient will continue to be monitored.